Event description:
This patient was being treated for chronic symptomatic type b dissection in association with marfan syndrome. At the completion of the primary gore tag thoracic endoprosthesis procedure, this patient was left with a known type iii endoleak at the junction between the two overlapping devices. Approximately 1 week post-implantation the patient presented with severe chest and back pain. A successful reintervention was performed bridge the junction of the previous implanted devices and seal the type iii endoleak. The patient is currently doing well.